Event description:
It was reported that lead was explanted and replaced due to high capture threshold and possible conductor fracture. The patient was stable before and after the procedure.

Event description:
New information notes that the lead will not be return for evaluation.